Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time; however this type of teflon pad damage is most likely due to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad and probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.

Event description:
Olympus was informed that during a laparoscopic gynecological procedure, the teflon pad was detached from the tip of the device. Furthermore, olympus was informed metal was exposed and no device fragment fell into the patient. No medical or surgical intervention was provided. The device was inspected prior to use and no abnormalities were observed. The intended procedure was completed using another thunderbeat device. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed that the teflon pad was separated exposing metal. The distal end of the probe unit was inspected using a microscope and no visual damage was found.